Manufacturer narrative:
A steris field service technician arrived onsite, inspected the system 1e, and identified that the unit had faulted for uv timeouts. The technician observed residue covering the quartz sleeve surrounding the uv lamp. The customer utilizes a water softener housing and cartridges to condition the incoming water for their system 1e. The technician identified that the user facility does not regularly change the softener cartridges subsequently causing the residue to form near the uv lamp. Inspection of the water softener cartridges is outside of regularly performed preventive maintenance and it is the customer's responsibility to maintain the softener housing and cartridges. The technician cleaned the sleeve, rebuilt the uv assembly, and confirmed the unit was operating according to specification. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported their system 1e was not operating properly. A procedure was cancelled because the user facility was unable to reprocess their scopes. The patient was transferred to another facility for the procedure.